Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction with two 685cc mentor memoryshape breast implant prostheses and experienced bilateral wound infection postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the right-sided prosthesis.

Manufacturer narrative:
Additional information was received on november 22, 2022. The adverse event, previously thought to be a wound infection, was a local reaction. Erythema and inflammation were noted. Reason for device explant and/or reoperation: local reaction manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the procedure type. The procedure type was initially reported as breast reconstruction. However, additional information revealed that the actual procedure type was primary breast reconstruction. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 26, 2023. The event date was clarified to be november 30, 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On february 1, 2023 mentor became aware that incidence of wrinkling was erroneously omitted from the supplemental report submitted on january 23, 2023. Reason for device explant and/or reoperation: local reaction/wrinkling.

Manufacturer narrative:
Additional information was received on (B)(6) 2023. In addition to the issues reported previously, the patient also experienced breast pain. Reason for device explant and/or reoperation: cutaneous contour deformity/breast pain/local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 3, 2024. The wound infection was bilateral. Manufacturer¿s reference number: (B)(4).